Event description:
The biomedical engineering technologist at the user facility informed that the reported e244 error occurred during a laparoscopic procedure. The intended procedure was completed successfully with a similar device. There was no delay and no patient harm reported. Prior to the procedure, the device was inspected with no anomalies observed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. A definitive root cause cannot be identified. Based on the results of the investigation, it is likely that the e224 occurred due to communication failure from faulty connector. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to the service center for evaluation. The reported e224 (scope communication) error was confirmed as the e224 error displayed (the image present) was found due to a damaged video connector; corrosion/debris on the electrical contacts of the video connector. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (oci) was informed that a customer 4k autoclavable camera head is having an e224 (scope communication) error. No patient injury or harm was reported. The device was returned to the service center. No patient injury or harm was reported.